Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material had adhered to the air/water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found. There was a leak at the auxiliary water channel. The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign objects were found in the air / water tube. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, it was found that foreign objects were found in the air / water tube. Additional findings include the following: the grip had a scratch, the up / down knob had a scratch, the right / left knob had a scratch, the forceps channel port had a scratch, the air / water cylinder had discoloration, the suction cylinder had discoloration, the switch button 1 had a pinhole, the scope connector case had a scratch, water tightness was lost due to a pinhole in the jet tube, the bending section cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.